Event description:
It was reported that, "during bipolar hip surgery, the scrub tech tried to thread the inserter in the back of the accolade stem. It would not thread into the stem. Upon inspection, the threads appeared worn down. The offset inserter handle was used instead to seat the stem and the outcome of the surgery was not affected."

Manufacturer narrative:
An eval of the devices cannot be performed as the device was not returned to the MFR. Add'l info was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.